Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed low-battery dosing stopped and then failed to charge despite a solid green charging light, with no beeps, vibration, or power-on observed; the user mentioned the pump had been dropped in water, and the user transitioned to backup therapy, consistent with a device problem involving premature battery discharge and a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery and consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.